Event description:
Customer reported defibrillator displayed excessive artifact and no electrocardiogram signal while connected to a pt for monitoring purposes. No adverse pt outcome. Manufacturing representative was able to duplicate reported condition.